Manufacturer narrative:
Edwards received additional information through follow-up with the healthcare provider. The following were updated; weight, other relevant history, implant date, and patient code. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis and the root cause for the stenosis remains indeterminable; however, patient related factors such as pulmonary hypertension, severe obesity, hyperlipidemia, and history of mitral valve endocarditis combined with the progression of the patient¿s underlying valvular disease likely contributed to the event.

Event description:
Edwards received additional information through follow-up with the healthcare provider. The reason for the valve-in-valve procedure was severe bioprosthetic mitral valve stenosis. Post-operative echocardiogram showed normally functioning transcatheter valve. There was improvement in the mean mitral valve gradient from 20mmhg to 8mmhg. No mitral regurgitation was noted. The patient did quite well post operatively and was discharged on post-operative day thirteen (13).

Manufacturer narrative:
This device is not available for return and evaluation because it remained implanted after the valve-in-valve procedure. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding the valve-in-valve procedure was received. Attempts to get additional information regarding the condition of the device at the time of the procedure and additional patient medical history have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a failing 25mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years, nine (9) months, and twenty-six (26) days due unknown reasons. A second device, a 26mm transcatheter valve, was implanted in the mitral valve via the transapical approach. The procedure was successful with trace paravalvular leak and the patient was noted as being in stable condition. Both valves remained implanted.